Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed by moving the patient to another room. A remote service engineer (rse) connected with the customer remotely and was informed that the joystick on the control module could be moved normally but it did not function as intended. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. To resolve the reported issue, the fse replaced the control module. After the replacement, the system was returned to use in good working order and ready for clinical use. Further failure analysis of the control module is not possible as the part is unavailable. The codes were updated based on the investigation outcome.